Manufacturer narrative:
H11. Additional narrative: a definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 6900ptfx 27mm mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 4 months due to severe stenosis, thrombosis/pannus, and mild regurgitation. The patient presented with acute on chronic hfref and cardiogenic shock. The tmvr was performed with a 29mm 9755rsl transcatheter valve. Per medical records the surgical valve had developed mitral valve regurg and mod ms caused by prosthetic thrombus/pannus with a gradient of 12mmhg. The pt was admitted w/ adhf and cardiogenic shock requiring inotropes + pressors + cvvh. The procedure went without any complications. The pt left the procedure room in stable condition.

Manufacturer narrative:
H11. Additional narrative updated b5, b7, and h6.

Manufacturer narrative:
H11. Additional narrative: updated h6: the most likely cause is patient factors.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 6900ptfx 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 8 years, 4 months due to severe stenosis.